Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas valve was implanted in a patient via a ventricular peritoneal shunt in (B)(6) 2020 with an unknown initial setting. Then patient's clinical hydrocephalus symptoms were observed (details unknown). The ventricles did not become smaller on the radiographic imaging even if the pressure was reduced. There was no obstruction of the abdominal catheter identified (it seems that the flow was confirmed by CT). It was suspected that the setting of pressure did not change. Therefore, the patient was taken to the operating room and a valve was replaced with a new one on (B)(6) 2021. No further information was provided by the hospital.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The certas valve was returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 1.the valve was visually inspected; the needle guard was raised and needle holes in the needle chamber were noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux and pressure. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone housing base. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the problem reported by the customer could be due to the raised needle guard this is probably due to wrong handling as noted in the IFU : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway, during the investigation no pressure issue was noted.

Event description:
N/a